Event description:
Interventionalist performed a thrombectomy and used the jet 7 catheter and applied suction. Upon removal of the catheter, the pt sustained a head bleed. The tip of the catheter was visually found to be uncoiled and frayed. Radiology showed a small density in the brain which could possibly be a small piece of the frayed tip. Pt arrived on transfer from another hosp with a wake-up, ischemic stroke for intervention. FDA safety report ID# (B)(4).